Manufacturer narrative:
The customer reported that the central nurses station (cns) had a blue screen error for the last hour. This occurred spontaneously on 06/26/2024 and on 06/28/2024. They have another cns monitoring the patients, so there was no loss of monitoring. Technical support (ts) had the customer do a hard reboot, but the blue screen error persisted, and windows would not load. Ts informed the customer to contact their biomedical engineer (bme) so we could process a repair or exchange. On 07/01/2024, the customer emailed to inform us that their bme fixed the blue screen issue but does not know how. However, the touchscreen portion of one of the displays was not allowing them to pull up the right patient information, and they were waiting for the bme to return to resolve it. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the cns: transmitters: model #: ni, serial (B)(6), device manufacturer data: ni, unique identifier (UDI) #: ni, returned to nihon kohden: not returned.

Event description:
The customer reported that the central nurses station (cns) had a blue screen error for the last hour. This occurred spontaneously on 06/26/2024 and on 06/28/2024. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurses station (cns) had a blue screen error for the last hour. This occurred spontaneously on 06/26/2024 and on 06/28/2024. They have another cns monitoring the patients, so there was no loss of monitoring. Technical support (ts) had the customer do a hard reboot, but the blue screen error persisted, and windows would not load. Ts informed the customer to contact their biomedical engineer (bme) so we could process a repair or exchange. On 07/01/2024, the customer emailed to inform us that their bme fixed the blue screen issue but does not know how. However, the touchscreen portion of one of the displays was not allowing them to pull up the right patient information, and they were waiting for the bme to return to resolve it. Investigation summary: multiple attempts were made to gather the cns serial number, how the blue screen was resolved, and whether the touchscreen was resolved. However, no reply was received. As the issue was resolved without assistance from nk and the customer did not disclose the nature of the resolution, the root cause for the blue screen cannot be determined. A serial number review of the reported device does not reveal additional related complaints. Complaint history review of the customer's account does not reveal similar complaints for the reported device. As issue was resolved by the customer, it is likely that the cns was experiencing an intermittent issue which caused it to blue screen. Possible causes may be related to overheating, power issues, windows errors, or hardware running beyond specifications.

Event description:
The customer reported that the central nurses station (cns) had a blue screen error for the last hour. This occurred spontaneously on (B)(6) 2024 and on (B)(6) 2024. No patient harm was reported.